Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/24/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there any unexpected outcomes or complications resulting from the prolonged surgery time? No. How long, in minutes, did the surgery prolong? 10/50 min. Which tissue was being sutured when the event occurred? Uterus. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Was the needle piece(s) retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? No. What measures were taken to retrieve the broken piece? Scrupulous abdominal research. Was there any additional tissue damage as a result of searching for the needle piece? No. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a caesarean section on (B)(6) 2026 and suture was used. As part of a caesarean section, during the closure phase during the suture of the abdominal fascia, the tip of the needle of our suture broke. The tip was then, after a careful search, found and removed from the patient. The suture thread in question (with attached needle) and the entire package of the same batch were sent to the hospital pharmacy to open a report to the ministry. A significant delay was reported. There were no patient consequences reported. Additional information was requested.